Manufacturer narrative:
Analysis of the return device revealed that the fiber distal end exhibits no sign of usage. The fiber is broken and detached forward of connector. The fiber exhibits no signs of melting at break locations. The fiber was tested with hene laser fixture, aim beam is visible forward of the connector. Based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the return device revealed that the fiber is broken and detached forward of connector. There were no patient complications reported due to this event.